Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: biopsy channel leak; pinhole at switch one; the control knob was spongy when angulated in the up/down direction; the distal end plastic cover was dented; the light guide had black residue; the bending section adhesive was cracked; the insertion tube had excessive snakiness; the scope connector's advanced diagnostic water detection sticker was activated; the control body was corroded; the insertion tube insulation was not to specification, and a b30 error that was cleared with cleaning and drying the contacts. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the colonovidescope would randomly freeze on the screen then would only show color bars with an error 315 scope error. The issue occurred during a diagnostic (screening colonoscopy) procedure. It was reported that there was minor 5-minute delay, and patient was under monitored anesthesia care, and the procedure was successfully completed with the same set of equipment . There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded scope connector, which led to short circuit and corrosion of plug unit terminal. Subsequently, the suggested event occurred. Since the biopsy channel leaked, flushed water to biopsy channel at reprocessing may have invaded scope connector via control section unit. Instruction for use (IFU) (operation manual) states the following for troubleshooting during procedure: chapter 5 troubleshooting "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section" "5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.